Event description:
On 12/29/2021 the customer's daughter contacted acorn stairlifts, inc. And reported that the stairlift was not operational. Service was scheduled for 01/07/2022. On 01/03/2022, the customer's daughter called acorn. And reported that on (B)(6) 2021, her father was walking down the stairs when he took a step from the bottom, he lost his balance and fell, resulting in hospitlization with a broken hip.